Event description:
(B)(4). Initial info was received from a physician on (B)(6) 2009: a male pt in his (B)(6) was injected with poly-l-lactic acid (sculptra, lot and exp date not provided) once on (B)(6) 2009 for (B)(6). The physician reported that she injected poly-l-lactic acid in the pt and he got a "little bump" in the cheek. At the time of this report, the outcome of the event was unk. No concomitant medications or medical history were provided. No further medical info was reported.

Manufacturer narrative:
Additional info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info received from a physician on 22-jul-2009: the healthcare professional data collection form and sculptra adverse event form were completed. A (B)(6) male had been treated with 2 vials of poly-l-lactic acid every 6 weeks since (B)(6) 2008. Prior to the event starting , he was treated with 2 vials of poly-l-lactic acid on (B)(6) 2009. Each vial was reconstituted with 5 ml's of sterile water two and half hours prior to injection and was injected into the cheek and temples. On (B)(6) 2009, the pt developed a pea sized subcutaneous papule on the right cheek. At the time of the repot the subcutaneous papule has not resolved. The physician indicates there was no biopsy taken and the event (papule) is related to the poly-l-lactic acid. Concomitant medications listed as (B)(6), acyclovir, lorazepam [ativan], methylphenidate [methylin], pantoprazole, albuterol, salmeterol xinafoate [serevent], loratadine, hydroxyzine hydrochloride [atarax], ketorolac tromethamine [toradol], baclofen and simvastatin. Medical history listed as arthritis, hay fever and tonsillectomy. No further relevant info reported.